Event description:
It was reported that the patient gets a painful sensation in the groin area that causes so much pain that it makes her fall. This started about 1 month ago. One week following a fall, she started having a loss of therapeutic effect where she couldn't stimulate the right side properly. The patient stated that she lost all stimulation on her right side, except her toe. She still has stimulation on the left side. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.